Event description:
11/2000-developed a catching or "shucking" feeling. X-rays demonstrated the problem which had developed in the constrained cup. It appeared that the inner metal cup head rotated into an inferior position and that the head was rubbing on the remaining polyethylene in the cup. In 2001, revision of pt's acetabular prosthesis, changing this to a 64.0mm osteonics shell with four titanium screws and a 64.0mm posterior stablized constrained cup. Rptr continued to use a 28.0mm long plus femoral head. Changed the shell as well as the constrained cup.